Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: a fracture occurred at the base of the neck of a cemented exeter stem approximately 4 years after implantation. Event confirmation: the event, a fracture of an exeter stem, can be confirmed. Root cause: the root cause for the stem failure cannot be ascertained without additional information." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. A review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: a fracture occurred at the base of the neck of a cemented exeter stem approximately 4 years after implantation. Event confirmation: the event, a fracture of an exeter stem, can be confirmed. Root cause: the root cause for the stem failure cannot be ascertained without additional information." Further information such as return of the device, pathology reports, additional pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Fractured hip prosthesis (left) following a slip, requiring revision surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
Fractured hip prosthesis (left) following a slip, requiring revision surgery.